Event description:
Spontaneous call, patient reporting cadd ms3 pump is alarming blockage detected. Patient does not see any kinks and it is not connected to her site yet states she noticed the cartridge syringe did not feel the same when filling her remodulin. Advised to go to other pump and try to start infusion. Same error code resulted. Had patient fill a new cartridge and patient was able to start infusion with no alarms. Lot of cartridge syringe: 4266305. No interruptions in therapy, no adverse events resulted. Cartridge use to infuse remodulin at above rate and frequency. Reported to (B)(6) by pt/caregiver.